Event description:
It was reported that the patient was found disconnected from the ventilator with an audible alarm. The patient was switched to the backup ventilator but the patient was already cold and passed away.